Event description:
It was reported that during an unknown procedure, after seven hours from the beginning of surgery the tip of the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.